Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for MFR serv.

Event description:
The customer reported smoke was observed from the ventilator while in standby mode and was shut down. The customer reported the device would then not power on. The device was not in use on a patient at the time of the observance. As the device was out of warranty, the biomedical engineer contacted manufacturers product support (pse) for assistance. The pse advised visual inspection of all components, and the biomedical engineer reported finding a capacitor on the cpu pcb board with evidence of heat discoloration. As noted, the failed component may result in a shutdown of the device during normal ventilation mode operation. The pse recommended the biomedical engineer replace the cpu, motor controller and power management pcb boards to address the finding.